Manufacturer narrative:
Insulin pump passed basic occlusion test, displacement test and rewind test. No rewind anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received delivery anomaly. The customer's blood glucose was unknown at the time of incident. The customer reported that piston did not push insulin. The device will be returned for analysis.